Manufacturer narrative:
The unit alarmed compromised force sensor system during the prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed the idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind test. The unit was unable to perform occlusion test and excessive no delivery test due to the compromised force sensor system alarm. The unit had moisture damage on the lcd board. The insulin pump was received with minor scratches on the display. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had fluid under the lcd display. The patient's blood glucose when he discovered the fluid was 280 mg/dl. The customer was unsure of what the fluid could be and of how the moisture exposure occurred. The insulin pump was returned for analysis.